Manufacturer narrative:
Updated fields: b4, d8, e2, e3, g1- contact person-mfg site, g3, g6, h2, h3, h6-type of investigation code, investigation findings code, investigation conclusion code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to detect the reported failure. The fse dismantled the monitor to check and clean the electrical contacts and connections on the inverter pcb and color video recorder pcb and reassembled. Functional diagnostic tests performed. Functional tests performed with positive results.

Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) monitor is flickering. There was no patient involvement and no injury was reported.